Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a percutaneous vertebroplasty (t12) for the compression fracture on (B)(6) 2022, the surgeon expanded the trial balloon after it was applied into the centrum as per surgical technique. Intravertebral leakage of contrast medium was confirmed when the surgeon tried to remove the trial balloon. The trial balloon and the leaked contrast medium were removed, and another device was used instead of the balloon in question. The surgery was completed successfully with a 30-minute delay. A pinhole leakage was found from the lateral surface of the balloon tip when the balloon was expanded after the surgery. The patient was reported as stable. No further information is available. This report involves one vbs w/balloon sm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Part # 09.804.600s, lot # 82237164, manufacturing site: (B)(4), release to warehouse date: 14 dec2021, expiration date: 01 dec2024, supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: UDI number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.